Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris syringe module syringe administration set was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Leaking medication from the connection of tubing and microclave.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported leaking from tubing and ICU medical microclave and returned the competitor product as well as a material 10014914 tubing. The set was tested by infusing with water from a 10 ml bd syringe, but the complaint could not be verified. There was no leakage or other issues found. In addition, bd cannot confirm issues with competitor product. We can assure that bd connectors work with bd connectors and all luers that are iso compliant. The root cause for the leakage could not be found without a replicated failure. A device history record review could not be performed on material 10014914 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.